Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain/pain") in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (2 miscarriages prior to essure), cholecystitis in 2013 and cholecystectomy. Concurrent conditions included gallbladder stones, right upper quadrant pain, abdominal pain, allergic reaction, urticaria and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain/loss specify: weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2016, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("cramping") and tooth disorder ("dental problems"). The patient was treated with surgery (salpingectomy (bilateral), total abdominal hysterectomy, salphlngectomy oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, alopecia, tooth disorder, rash, headache and weight increased outcome was unknown, the abdominal pain lower was resolving and the dyspareunia and migraine had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia, headache, migraine, pelvic pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Right tube 0 coils, left tube 1 coils, patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded), pregnancy test urine - on an unknown date: negative (B)(6) 2013: no evidence of distal fallopian tube opacification or peritoneal spill bilaterally status post essure procedure. Total bilateral occlusion on 2nd hsg. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: rashes or skin conditions type: rash, migraines / headaches, dyspareunia (painful sexual intercourse), weight gain, cramping were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain/pain") in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (2 miscarriages prior to essure), cholecystitis in 2013 and cholecystectomy. Concurrent conditions included gallbladder stones, right upper quadrant pain, abdominal pain, allergic reaction, urticaria and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain/loss specify: weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), the first episode of migraine ("migraines / headaches") and the second episode of migraine ("migraines / headaches"). In 2016, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("cramping") and tooth disorder ("dental problems"). The patient was treated with surgery (salpingectomy (bilateral), total abdominal hysterectomy, salphlngectomy oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, alopecia, tooth disorder, rash, the last episode of migraine and weight increased outcome was unknown, the abdominal pain lower was resolving and the dyspareunia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia, pelvic pain, rash, tooth disorder, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: the patient tolerated the procedure well. Right tube 0 coils, left tube 1 coils, patient tolerated procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded), pregnancy test urine - on an unknown date: negative. (B)(6) 2013: no evidence of distal fallopian tube opacification or peritoneal spill. Bilaterally status post essure procedure. Total bilateral occlusion on 2nd hsg. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth disorder ("dental problems") and back pain ("back pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, tooth disorder and back pain outcome was unknown. The reporter considered alopecia, back pain, pelvic pain and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.